Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory "(ua)20" (position out of range) error message" was confirmed based on the archive data review and during functional testing. The shaft position is more than position_max (12290 counts/+8.5 revs relative to home) or less than position_min (997 counts/-2 revs relative to home), not within the normal acceptable range of positions. Therefore, the root cause of the ua20 was due to the drive shaft was not at "home" position. The drive shaft was manually rotated to "home" position by accessing the administrative menu. Visual inspection was performed and found no apparent physical damage to the autopulse platform. The archive data review showed multiple ua20 advisory messages around the reported complaint date, confirming the reported complaint. Initial functional testing failed as the autopulse platform displayed ua20 advisory message upon powering up, confirming the reported complaint. The root cause of the ua20 advisory message was the driveshaft not being at "home" position, not within the normal acceptable range of positions. The drive shaft was manually rotated to "home" position by accessing the administrative menu. Upon further testing, unrelated to the reported complaint, zoll service personnel observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory "(ua)20" (position out of range) error message. The customer tried inserting a lifeband clip into the drive shaft and rotating it, but it will only make about a half turn before stopping. No patient involvement.